Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(6). Concomitant products: carto 3 system model #: m-4800-01 serial #:(B)(4) stockert model #: unknown serial #: unknown cool flow pump model #: unknown serial #: unknown non bwi - a 5 fr bard dx quad catheter (B)(4).the physician¿s opinion regarding the cause of this adverse event is that the perforation was most likely due to a 5 fr bard dx quad catheter in the right ventricle (rv) apex displaced through the rv apex during patient movement as the patient was uncomfortable on the procedure table and was moving. A factor that might have contributed to the event was the right ventricular dysplasia for which they were unable to obtain an MRI prior to the procedure to confirm. The patient¿s diagnosis was right ventricular outflow tract ventricle tachycardia (rvot vt), s/p pericardiocentesis. Since the bwi product was present in this adverse event, bwi could not rule out that the bwi product was not the cause of this adverse event. Therefore, bwi is taking the conservative approach and will report this event under the bwi product.

Event description:
It was reported that a male patient underwent a right ventricular outflow tract (rvot) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient had no medical history. It was reported that during the procedure (not during active radiofrequency ablation), a perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 300 ml of fluid were removed. The status of the patient was unknown. There was no transseptal puncture performed. The incident was not felt to be related to the ablation. There was a total of 13 lesions with 11/13 lesions less than 15 seconds each. Two lesions greater than 100 seconds. The last ablation was 101 seconds which was not believed to be the site of the injury. The generator settings during ablation: power controlled mode 25-45 watts and temperature cutoff was 43 c. No impedance rise was noted. Power remained within parameters. The power was not titrated during ablation. The flow setting was 15cc for power < 30 watts and 30 cc for power > 30 watts. There were no error messages observed on biosense webster equipment during the procedure. They did not use a long sheath. The patient did not receive any anticoagulation in the procedure. The patient did not require extended hospitalization. The patient was discharged the following day and follow-up in clinic with no ill effect.